Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device fell. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device fell. The customer reported that the end cap was missing after the fall. The remote service engineer (rse) provided the customer with the part number of the end cap for the customer to order and replace. Device evaluation and repair are pending.

Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the device fell. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device fell. The customer reported that the end cap was missing after the fall. The remote service engineer (rse) provided the customer with the part number of the end cap for the customer to order and replace. A quote was sent to the customer for the part but later expired. No further action provided. A quote was sent to the customer for the part but later expired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.